Event description:
It was reported that a device detachment occurred. The target lesion was located in the posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During the procedure, standard set up of the rotablator was performed and set the speed to 170k rpm. The burr was inserted to the lesion and several atherectomy runs were performed. However, when the last run was performed, during removal of the device, it was noted that the burr detached from the end of the advancer. The physician states that the burr never stalled or stuck at any point. The rotaburr and rotawire were gently pulled out together without incident. In addition, the patient had- an abnormal lfts and/or blood counts but the device or procedure did not cause or contributed to the patient's complication according to the physician's opinion.

Manufacturer narrative:
F10. Device code - added entrapment of device.

Event description:
It was reported that a device detachment occurred. The target lesion was located in the posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During the procedure, standard set up of the rotablator was performed and set the speed to 170k rpm. The burr was inserted to the lesion and several atherectomy runs were performed. However, when the last run was performed, during removal of the device, it was noted that the burr detached from the end of the advancer. The physician states that the burr never stalled or stuck at any point. The rotaburr and rotawire were gently pulled out together without incident. In addition, the patient had- an abnormal lfts and/or blood counts but the device or procedure did not cause or contributed to the patient's complication according to the physician's opinion. It was further reported that the peripheral rotalink plus became stuck to the rotawire, the physician was able to gently pull the rotawire and the rotalink plus out together.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the burr was detached and that the coil had been stretched and broken at the point of detachment from the burr.

Event description:
It was reported that a device detachment occurred. The target lesion was located in the posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During the procedure, standard set up of the rotablator was performed and set the speed to 170k rpm. The burr was inserted to the lesion and several atherectomy runs were performed. However, when the last run was performed, during removal of the device, it was noted that the burr detached from the end of the advancer. The physician states that the burr never stalled or stuck at any point. The rotaburr and rotawire were gently pulled out together without incident. In addition, the patient had- an abnormal lfts and/or blood counts but the device or procedure did not cause or contributed to the patient's complication according to the physician's opinion. It was further reported that the peripheral rotalink plus became stuck to the rotawire, the physician was able to gently pull the rotawire and the rotalink plus out together.